Manufacturer narrative:
Concomitant medical products: atropine, sodium bicarb, vasopressin. (CPR)cardiopulmonary resusitation temporary pacemaker, endotracheal tube. (B)(4).

Manufacturer narrative:
Concomitant product(s): atropine, sodium bicarb, vasopressin. (CPR)cardiopulmonary resusitation temporary pacemaker, endotracheal tube.(B)(4). Device evaluation: the pump assembly was returned to teleflex (B)(4) facility for evaluation. Visual inspection of pump assembly was performed and no abnormalities were found. The pump assembly in question was installed into a known good intra-aortic balloon pump (autocat2w) and functionally tested. The known good autocat2w with the pump assembly in question passed functional testing. The purge cycle and drain cycle were performed multiple times with no alarms or errors. The pump was then left to run for six hours without any issues. An inspection of the pump assembly internal hardware was performed and no abnormality was found. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "system error 3" is confirmed by the field service representative however, the reported problem could not be replicated at teleflex (B)(4) facility during the functional test. The purge cycle and drain cycle were performed multiple times with no issues. The cause of the reported complaint is undetermined.

Event description:
It was reported via a field service report: (B)(4). Symptom: while operating on a patient gave an error message, system error #3 (5) after operating for approx. 45 minutes and it stopped working. Findings / action taken: replaced pump assembly - also checked fiber optic connector. Pump assy. Is being returned on (B)(4). Fcm level: 1416. Software level: 2.24. Expedited qa review: yes. Op - on patient, confirmed. Additional information (B)(6) 2015, per the rn in the room: there were 3 consoles in the room, the first one alarmed "valve malfunction" after about 40 minutes of operation. The second one did not recognize the fos key on the balloon catheter, but the end of it had been pushed in from use in the first pump. So, the balloon catheter was switched out, and then the second console worked. The patient presented with chest pain and shortness of breath. Physical exam, remarkable for tachycardia (hr 140's), bibasilar crackles, cool distal extremities, significant work of breathing. Patient treated per acs (acute coronary syndrome) protocol. Patient intubated on first attempt. Patient transferred directly to cardiac catheterization lab. Cath report: 100% ostial left main and 100% proximal lcx (left circumflex artery). Arrived in the cath. Lab with a blood pressure of 40mmhg systolic. He was immediately started on dopamine and dobutamine with a blood pressure to 70. An iabp was placed immediately at the start of the case. Pressors were quickly escalated as angiography was performed. The rca (right coronary artery) was patent. The left main was flush occluded. The lesion was wired, ballooned and stented with return of flow to all but the circumflex. Despite reperfusion, the patient required higher doses of pressors and almost continual (CPR) cardiopulmonary resuscitation with several rounds of epinephrine/atropine/bicarb throughout the entire procedure. There was also a period of complete heart block with no ventricular escape rhythm requiring temporary pacemaker placement. After discussion with the family and a blood pressure of 30mmhg maxed on dopamine, dobutamine, phenylephrine, epinephrine, norepinephrine, and vasopressin to 0.08 with iabp support, the decision was made to discontinue CPR due to futility patient was taken from cath lab to ccu so family could say good-bye.

Event description:
It was reported via a field service report: (B)(4). Symptom: while operating on a patient gave an error message, system error #3 (5) after operating for approx. 45 minutes and it stopped working. Findings / action taken: replaced pump assembly - also checked fiber optic connector. Pump assy. Is being returned on (B)(4). Fcm level: 1416, software level: 2.24, expedited qa review: yes, op - on patient confirmed. Additional information (B)(6)-2015, per the rn in the room: there were 3 consoles in the room, the first one alarmed "valve malfunction" after about 40 minutes of operation. The second one did not recognize the fos key on the balloon catheter, but the end of it had been pushed in from use in the first pump. So, the balloon catheter was switched out, and then the second console worked. The patient presented with chest pain and shortness of breath. Physical exam, remarkable for tachycardia (hr 140's), bibasilar crackles, cool distal extremities, significant work of breathing. Patient treated per acs (acute coronary syndrome) protocol. Patient intubated on first attempt. Patient transferred directly to cardiac catheterization lab. Cath report: 100% ostial left main and 100% proximal lcx (left circumflex artery). Arrived in the cath. Lab with a blood pressure of 40mmhg systolic. He was immediately started on dopamine and dobutamine with a blood pressure to 70. An iabp was placed immediately at the start of the case. Pressors were quickly escalated as angiography was performed. The rca (right coronary artery) was patent. The left main was flush occluded. The lesion was wired, ballooned and stented with return of flow to all but the circumflex. Despite reperfusion, the patient required higher doses of pressors and almost continual (CPR) cardiopulmonary resuscitation with several rounds of epinephrine/atropine/bicarb throughout the entire procedure. There was also a period of complete heart block with no ventricular escape rhythm requiring temporary pacemaker placement. After discussion with the family and a blood pressure of 30mmhg maxed on dopamine, dobutamine, phenylephrine, epinephrine, norepinephrine, and vasopressin to 0.08 with iabp support, the decision was made to discontinue CPR due to futility. Patient was taken from cath lab to ccu so family could say good-bye.